Event description:
It was reported that an expired patient fell to the ground when the cot dropped.

Manufacturer narrative:
The operators likely did not ensure that the cot was in a locked position before unloading from the ambulance.